Event description:
Boston scientific received information that during a change out for normal battery depletion, when the physician tried to remove the right ventricular (rv) lead from the device, the insulation on the lead pulled away from the connector pin. Subsequently pacing inhibition with asystole greater than two seconds was observed. Since the patient is pacemaker dependant, the physician was reluctant to continuing pulling on the lead. The existing rv lead was surgically abandoned and a new lead was successfully implanted with the new device. The physician noted that the set screw on the device did not release properly. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.